Manufacturer narrative:
(B) (4). The facility biomed checked the internal connections and reseated the pcb's connection to re-mediate the reported issue.

Event description:
During the user test, customer's biomed reported that the device failed to recognize the test plug. The reported issue could be an indicative of device failure to recognize the therapy cable and prevent it from delivering defibrillation therapy. There was no patient use associated with event.